Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb13, (imp,tsv,4.7,13,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was observed fractured at the collar region. Additionally, a fractured screw was identified stuck inside the implant, and the implant drive feature was identified damaged. (Additional failures). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1222562. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1222562 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant.¿ the customer did submit two (2) x-ray images for the reported event. (See attachments tab) IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev. 9-10/19. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are material selection of implant inadequate (unable to withstand occlusal forces or long term loading), missing or confusing instructions for use, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: k101880.

Event description:
It was reported that the implant on #4 was fractured along with the palatal root of #15. Not sure what caused the fracture. Doctor's notes indicated that patient presented with a fractured on the implant platform on #14 and a fracture on the palatal root of #15 that made them hopeless. Extracted #15, removed #14 implant and immediately placed a dental implant (4.7x10mm zimmer / mtx) on #14 position in one stage with an encode healing abutment at the same position of the implant on #4. We were able to save the abutment, but a new crown will be needed. May restore her case in four months. The encode healing abutments will give you the flexibility of direct scanning or impressions without the need of impression post if you want to take advantage of this system.